Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone that the needle on their true span 12 degree peek became dislodged/broke off outside of the joint during a meniscal repair. The case was completed by switching to another like device. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
The device was received and evaluated. When visually inspected it was noted that the needle was pushed through the sleeve on the shaft of the gun. The needle was also rotated 180 degrees and the slot where the implants are placed was on the lower side of the gun instead of the top side where it is. I took a photograph and contacted the sales rep. For further information on how this damage could have occurred. He said that the device was not in that condition when it was sent to the decontamination provider. It was damaged during transit from the decontamination to our facility. The condition of the damaged makes determination of the root cause impossible. The sleeve on the shaft of the device was cut open and both implants and the clear tubing that holds the implants in the needle where intact. There are no parts of the device missing. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the needle on their truespan 12 degree peek became dislodged/ broke off outside of the joint during a meniscal repair. The case was completed by switching to another like device. There were no patient consequences or delays. The device is being returned. Additional information from the sales rep 11-9-17: the product was not dropped nor hit a hard surface. No information available on the location of the implants. Photos of the device is attached.